Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported hole in valve. .device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation/valve leak and/or damage: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported hole in valve. .device has been explanted and replaced.